Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was repositioned several times. During fluoroscopic review, while attempting to deploy active fixation helix, indicator markers became fixed in position and helix became locked in a partially deployed position. The helix issue gave rise to excessive lead impedance measures during testing through the analyzer. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).